Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 215 mg/dl to 265 mg/dl and low blood glucose level was 50 mg/dl to 45 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level and juice for low blood glucose level. Customer's outcome pertaining to the complaint. The device will be returned for analysis.